Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted as product is a supplied item, and no event log history is applicable. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that upon reviewing no charge with ac adaptor. Customer just wanted to bring to ICU medical¿s attention an issue that they are starting to see with the cadd solis plug packs and noticed a few instances recently of contact issue with the plug adapter on the power pack. There seems to have been some arcing or, burning occurring and melting of contacts. There was no patient involvement.